Manufacturer narrative:
(B)(4). Complaint sample was not returned to codman and no lot number information has been provided; therefore, an evaluation of the device could not be performed and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Event description:
As reported by the sales rep, after 14 years, a programmable in-line valve with siphonguard could not be programmed. The valve would not move after three attempts and an x-ray. A new valve was implanted. There were no delays in the procedure.

Manufacturer narrative:
UDI: (B)(4). It was previously reported that the device would not be returned for evaluation. The product was subsequently returned. Upon evaluation of the device, it was found that the initially reported product information was incorrect. This report has been updated with the corrected information. The device was returned for evaluation. The valve was visually inspected it was noted that the stator was dislodged as well as a crack and a bump mark were noted in the valve casing. The valve was dismantled and was examined under microscope at appropriate magnification: a crack and a bump mark was noted in the valve casing. This is likely due to the valve receiving a hard knock. Corrosion was also noted on the stator and the x ray dot. The cam magnets were controlled and passed testing. A review of manufacturing records found the device conformed to specification when released to stock. The root causes for the dislodged stator could be partly due to the valve receiving a hard knock. The root cause for the crack and bump mark in the valve casing is due to the valve receiving a hard knock. The root cause of the corrosion could not be clearly determined. Stator dislodgement of chpv has been previously investigated. The investigation concluded that several factors may contribute to the stator dislodgement. Trauma to the valve, whether it occurs while implanted or at explant, was the root cause of stator dislodgement. Galvanic corrosion could not be established as a direct root cause for those valves investigated, however it was found to be a contributing factor when trauma to the valve was found. Corrosion, when it arises, only arises after long term exposure to csf. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.